Event description:
The healthcare provider reported via manufacture representative that the patient did not have positive therapy outcome after replacement due to battery depletion. Impedances have been measured and are all >4000 ohms even with measurement amplitude of 3 v. No paresthesia with amplitude of 3-4 v. Only slight stimulation sensory in the area of the ipg. Impedance measurement was conducted and stimulation was adjusted. An x-ray shows that the lead is still in place. Another x-ray (ap) will be performed in order to determine whether the lead is inserted in the ipg header correctly. A revision surgery will be planned.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# serial# unknown, product type lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that a revision had taken palace (B)(6) 2020. The lead was inserted correctly. After disconnecting and re-entering the lead to the same ipg, impedances we¿re still high on all contacts. Test-stimulation cable was attached to the lead contacts and no motor response was observed on any contact. The lead was explanted, but during explant, it broke and the hcp discarded the lead. Hcp was able to explant the residual of the broken lead completely and implanted a new lead. With this new lead, motor response was good and all impedances are in normal range.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# serial# unknown implanted: explanted: product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.